Event description:
Edwards received notification from a field clinical specialist that a patient had a 26mm sapien 3 valve, implanted in the aortic position for 4 years and 11 months. As reported, the valve has failed and has fusion between leaflets with stenosis. The plan is to send imaging to our proctor team for further evaluation. Additionally, 5 years and 16 days post implant, the patient underwent a valve in valve procedure. A 26mm sapien 3 ultra resilia valve was implanted successfully.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Event description:
Edwards received notification from a field clinical specialist that a patient had a 26mm sapien 3 valve, implanted in the aortic position for 5 years and 16 days, underwent a valve in valve procedure. As reported, the valve has failed and has fusion between leaflets with stenosis. The patient was readmitted to the hospital for acute decompensated diastolic heart failure in the setting of aortic valve stenosis after presenting to the ed for evaluation of transient episode of altered mental status, episode of hypotension. A 26mm sapien 3 ultra resilia valve was implanted successfully.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated b5 and h6: health effect - clinical code.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints valve stenosis and improper leaflet coaptation were unable to be confirmed. Due to unavailability of medical record/relevant imagery/device return for evaluation. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''patient had a 26mm sapien 3 valve, implanted in the aortic position for 4 years and 11 months. As reported, the valve has failed and has fusion between leaflets with stenosis''. For the complaint of stenosis, per the IFU, valve stenosis were potential adverse events associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, leaflet thickened or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Due to insufficient information, a definitive root cause was unable to be determined. A definitive root cause was unable to be determined. No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No labeling/IFU deficiencies were identified. Therefore, no further corrective or preventive actions are required. For the complaint of improper leaflet coaptation, as the leaflets were stenosed, it could affect the function/ suboptimal coaptation of leaflets resulting in improper leaflet coaptation or fusion between leaflets as reported. As such, available information suggests that patient factors (stenosis) may have contributed to the reported event. No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No labeling/IFU deficiencies were identified. Therefore, no further corrective or preventive actions are required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.